Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No check setting alarm, no resetting and no frozen screen noted.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the customer to perform the displacement test and failed. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. The caller also mentioned the device freezes, then it resets and goes to time and date. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.